Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with use of the cycler set, and the patient diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or a cycler set leak reported for this event. The culture results of corynebacterium striatum, a bacterium found deep in the hair follicles, suggests there was a breach in aseptic technique. Based on the available information, the cause of the peritonitis cannot be confirmed, however, it is unlikely the liberty select cycler or the cycler set was the cause.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (signs and symptoms unknown) from (B)(6) 2018. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were (B)(6) for (B)(6) ((B)(6), date of culture unknown). The patient was prescribed and treated with vancomycin and cefapim (dose, route, and course unknown). The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.